Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. However, air was observed in the device. The device was replaced and the issue resolved. The procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.